Event description:
The pt, a iddm, was unable to test her blood glucose levels on 1/20 and 1/21 due to a continued "cta" (clean test area) prompt on her one touch basic meter. She did not take insulin since she bases her insulin intake on a sliding scale. She ate her normal meals. At 3:15/p on 1/21, the paramedics were summoned. They obtained a "hi" result on their meter (brand unk), and immediately transported the pt to the hosp. Upon arrival, a lab blood glucose result of 1450 mg/dl was obtained. The pt was treated with IV insulin, remained hospitalized for several days and was transferred to a long term care treatment facility to gain better control of her diabetes. Although the meter is cleaned correctly, it is cleaned only when "it is dirty." It was reported that the optics are scratched. No quality control tests are performed.

Manufacturer narrative:
Co has completed its investigation of the MDR incident listed above &, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. The reported claim of continual "clean test area" prompts was not observed during performance eval. Co concludes that the alleged complaint may have been due to user error, improper meter cleaning/maintaining or some unk anomaly. At this point, co's investigation of this matter is closed.